Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open when the customer dispensing a medication. The field service engineer found that the universal serial bus-b cable was disconnected and plugged it back in. The field service engineer then installed the printed circuit board assembly, control and communication interface board and module & mount to resolve the issue. The system functioned as intended after being troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medbank mini drawer failed to open when the customer was dispensing the medication. Remoting into the cabinet found that the drawers were not connected, they tried the power switch in the back, the fingerprint reader was not lighting up and the drawers still did not connect. There were no adverse events or injuries reported based on this incident.